Event description:
Customer's nephew reports customer's nurse tested customer on her meter with a bg result of 500mg/dl. Nephew reports he thinks customer tried to test on his meter and received an error message. Device was unavailable for use. Nephew reports paramedics were called and tested customer with a result of "600 something". Nephew reports customer was treated with insulin and admitted for 12 days. A request was made for return of the suspect device and a replacement was sent.